Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise reversion due to suspected lead damage on the right ventricular lead. No intervention was performed but a replacement procedure is anticipated. The patient was stable. Further information was requested but not received.